Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to short v-v intervals and non-sustained episodes on the right ventricular (rv) lead. The lead was suspected to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.